Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she experienced bent cannulas, insulin leakage, and itchy and irritated skin when using the infusion sets. This first occurred in (B)(6) 2011, and happened with each infusion set that she used. Headsets were inserted manually, and pt noticed the cannulas bent during insertion. Insulin leakage occurred at her infusion sites. Her skin was itch and irritated when the headsets were removed following 3 days of use. Pt reported, she did not test her blood glucose; therefore, she did not know if it was elevated. She occasionally experienced extreme thirst and had to urinate frequently. Target blood glucose is 120-140 mg/dl. Pt did not deliver additional insulin when she experienced these symptoms. Pt switched to injection therapy due to concerns with the infusion sets. Alleged infusion sets were discarded and will not be returned for eval. Product was replaced. The pt did not require treatment from a healthcare professional or second party to address the issue.